Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The dye study was not successful because they could not aspirate. Therefore a catheter revision was planned. No further issues were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n258668013, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative. The patient was receiving 250 mcg/ml fentanyl at 15 mcg/ day, and 3.1 mg/ml bupivacaine at 0.1860 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient felt that the therapy "was not working 100% like before ," after the pump was replaced on (B)(6)2017. It was reported no environmental factors led to the issue. A healthcare professional (hcp) performed a dye study that was incomplete. The dye study took place after (B)(6) 2017. The hcp was not satisfied with the results so they attempted another dye study, which failed. The patient was put on minimum rate. The pump was interrogated which showed no alarms. The surgery took place on (B)(6) 2018 and the catheter was replaced. A myelogram was successful after the placement of the new catheter. No alarms or abnormalities were noted in the logs. The patient's new daily dose was, "15 mcg/day," and they will be titrated up slowly. It was reported that the issue was resolved at the time of the event. It was reported the patient did not have withdrawal or overdose symptoms. The hcp provided oral meds prior to surgery for relief. During surgery the hcp discovered the previous catheter tip was at l1 and they placed the new catheter tip was at t7 which would provide better therapy for the patient's back pain. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.